Event description:
Rn priming IV tubing with normal saline. After primed, it went to connect to patient's peripheral IV. Unable to connect posi flow to tubing connection end. Rn assess the tubing and found there was a piece of hard plastic noted in the luer lock connection piece.